Event description:
Patient had total hip 13 years ago and recently started to experience pain in her hip.

Manufacturer narrative:
Reported event: an event regarding pain involving a metal head that was mated with an accolade stem was reported. Disassociation was confirmed by clinician review of the provided medical records. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: a single ap x-ray of the left hip were reviewed. The x-ray demonstrates dissociation of the large femoral head from the stem. There is a large area of focal demineralization in the greater trochanteric area consistent with particulate disease. Failed tha is confirmed. Further imaging and laboratory studies would be required to confirm the mode of failure. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. H3: device not available.

Manufacturer narrative:
Reported event. An event regarding pain involving a metal head that was mated with an accolade stem was reported. Disassociation was confirmed by clinician review of the provided medical records. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information related to pi including the product inquiry summary, implant record from a revision tha surgery, revision surgery operative report, physical therapy discharge note and an ap x-ray of a failed tha. The event description from the product inquiry summary states: patient had total hip 13 years ago and recently started to experience pain in her hip. The x-ray shows dissociation of the femoral head with deformation of the trunnion. The cup has lost fixation and is now oriented vertically. There is significant peri-acetabular osteolysis. All these findings are further described in the operative report which also mentions significant metallosis throughout the hip. Historically the surgeon notes that the patient had a chronically painful tha which went on to acute failure necessitating revision surgery. It is confirmed that the patient had a revision tha surgery related to failure of the trunnion and head interface with trunnion deformation and head dissociation. In addition, there was loss of fixation of the acetabular component.. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of this CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient had total hip 13 years ago and recently started to experience pain in her hip. Update as per med review comment. "The x-ray shows dissociation of the femoral head with deformation of the trunnion. The cup has lost fixation and is now oriented vertically. ".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade (127 deg) size 2.5 accolade (127 deg) size 2.5; 6021-2530; 23956106. Trident hemispherical cluster 52mm; 502-01-52e; 23623501. Trident 0 deg insert 40mm; 623-00-40e; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient had total hip 13 years ago and recently started to experience pain in her hip.